Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient underwent revision due to unknown reason.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: capsule was extremely thickend and fibrotic; hip appeared to have abundant fibrous tissue present within the capsule itself; excessive fibrous debris; discoloration of the synovium consistent with a mild metallosis; grayish-type tissue removed. The information received does not change the MDR decision.

Manufacturer narrative:
This is a duplicate report of 1818910-2012-71887. This report, 1818910-2013-18643 will be kept for investigation purposes. 1818910-2012-71887 is being rejected. Depuy still considers this complaint closed.